Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 280 mg/dl, while wearing the pod for 30 hours. They reported while taking a shower, the adhesive became loose and the pod fell off the infusion site (abdomen), causing the cannula to dislodge. The patient was able to apply a new pod and continue treatment.